Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results code: device subassembly- ise flow path.

Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na) and chloride (cl) on two patients. Of those two, it was determined that one patient had an erroneous cl result that was reported outside of the laboratory. The customer had been having erratic ise results. All results are in mmol/l. The patient had an original cl result of 138.8. The sample was repeated on the same analyzer and generated repeat cl results of 100. The customer deemed the repeat result to be the correct result, and issued a corrected report. There was no adverse event. The lot number of the cl electrode in use was not provided by the customer. The field service representative found a dirty flow path and/or a bubble in the flow path system. He completed a full flow path cleaning, conditioning and complete cleaning of the ise area. He checked all fluidic and electronic connections. He changed all ise fluids and replaced the sipper nozzle and tubing and also replaced the pinch valve tubing. He performed successful ise checks and there were tight precision results in normal range. The customer was completing monthly maintenance and running calibration and qc.